Manufacturer narrative:
Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. It was reported that there was a magnetic sensor error when connected to the patient interface unit (piu). There was also ECG noise. After replacing the thermocool® smart touch¿ electrophysiology catheter, the error message and the ECG noise resolved. There was no patient consequence reported. The magnetic sensor error issue was assessed as not reportable. The incidence of magnetic sensor error was easily detectable by the user. The catheter was inoperable, since it could not be visualized on the carto system. The user had to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The ECG noise issue described was assessed as not reportable as the risk to the patient was low as it was not stated that they were not able to monitor the patient¿s heart rhythm. Additional information was received on the event on (B)(6) 2018. The signal interference (noise) was observed on all intracardiac and body surface on both the carto system and the recording system. The physician did not have any ECG signal available to monitor the patient¿s heart rhythm. Per the additional information received stating that the physician did not have any ECG signal available to monitor the patient¿s heart rhythm, this issue has now been assessed as a reportable issue. The awareness date is december 24, 2018.

Manufacturer narrative:
The device history record was provided on (B)(6)2019. The device history record (DHR) for the lot number 30067362m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 1/24/2019. Therefore, device available for evaluation?,is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 1/27/2019 it was clarified that the lot number was corrected from 30067362m to 30037088m. Therefore, the lot has been populated. The manufacturing record evaluation (mre), manufactured date and expiration date have been provided on february 6, 2019. Therefore, expiration date and manufactured date have been populated. A manufacturing record evaluation was performed for the finished device 30037088m number, and no internal action related to the reported complaint condition were identified. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. It was reported that there was a magnetic sensor error when connected to the patient interface unit (piu). There was also ECG noise. After replacing the thermocool® smart touch¿ electrophysiology catheter, the error message and the ECG noise resolved. There was no patient consequence reported. Additional information was received. The signal interference (noise) was observed on all intracardiac and body surface on both the carto system and the recording system. The physician did not have any ECG signal available to monitor the patient¿s heart rhythm. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Then, magnetic sensor functionality was tested on carto and the catheter failed, errors 40 and 105 were observed. A failure analysis was performed, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint regarding the magnetic issue was confirmed; however, the customer complaint about noise was not confirmed since no electrical issues were observed. The root cause of the magnetic issue is related to the pc board issue. Manufacturer¿s reference number: (B)(4).